Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the device is cloudy. A visual inspection was performed and showed the scope to have distal tip and fiber damage. No further investigation is required. No further investigation is required.

Event description:
It was reported the device is cloudy. It is unknown if there was a back up device available for use.